Event description:
The customer reported the display was blank.

Manufacturer narrative:
The customer reported the display was blank. The reported symptom was verified by the customer. Both the control pca and the battery pca were replaced to resolve the reported issue. No additional repairs related to the reported symptoms have been noted.